Manufacturer narrative:
The product testing is in progress. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that a procedure was performed to explant the valve to determine the cause of the shunt malfunction. According to the report, the doctor stated that an occlusion occurred. Reportedly, after extraction, an external ventricular drainage was conducted.

Manufacturer narrative:
The valve was dissected to investigate the cause for the occlusion described by the surgeon. Images of the valve showed red/brown colored debris on the surface in and around the ball/cone interface and on the ruby ball. The biological debris is believed to be the reason in which the occlusion occurred and resulted in the valve experiencing no flow. If information is provided in the future, a supplemental report will be issued.